Manufacturer narrative:
Batch review performed on 22 november 2019. Lot 185951: 41 items manufactured and released on 26-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a fractured femur. The cause of the fracture is unknown. The surgeon revised the head, steam and liner 4 days after primary. The surgery was completed successfully.